Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: initial experience with transcatheter pacemaker implantation for adults with congenital heart disease journal of cardiovascular electrophysiology. 2019; 30(8):1362-1366. 10.1111/jce.13961. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The authors discussed a case where one-month post implant there was stable device function but with an elevated pacing threshold. The device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.